Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 241 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. During a system check, tandem technical support confirmed that the pump was functioning as intended. The customer administered manual injections to stabilize impacted bg levels.